Manufacturer narrative:
The referenced hospital admission for elevated ldh is reported on medwatch MFR report # 2916596-2018-02096. Approximate age of device - 3 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2018 with elevated lactate dehydrogenase (ldh) at 717 u/l. The patient was administered persantine 100 mg three times a day which was discontinued and changed to integrilin and heparin. A speed echocardiogram was performed which revealed that the aortic valve was not opening and that the septum is rightwards. A chest x-ray performed on (B)(6) 2018 found the lvad with cannulas appropriately positioned and without associated thrombus, kinks and twisting. The patient's lvad system log files were submitted for review. The manufacturer¿s technical service representative reviewed log files dated from (B)(6) 2018 and observed intermittent power and flow elevations. The graph showed power and flow trending flat with pulsatility index events trending upward over time. Voltages changes while the patient was utilizing the power module. It was reported that the patient did not present with other symptoms other than elevated ldh. Additional information has been requested but not provided.

Event description:
On 18may2018, the following additional information was received. A speed echocardiogram for lvad was performed. There is a heartmate ii lvad in place. The inflow cannula is not visualized. The outflow graft is not visualized. Baseline speed is 9400 rpm's. The aortic valve does not open. Septum is rightwards.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed through this evaluation. Review of the submitted system controller log files confirmed the report of elevations in power and flow; however, these appeared to correspond to increases in the pump set speed over 10,000 rpm. The patient remains ongoing on (B)(4) and no further related issues have been reported. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.